Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: ha171239, ha180172. Five single use devices were received for evaluation. For the received devices, visual inspection revealed reddish colored particulate matter in the needle syringe. Microscopic inspection of the reddish particulate matter and the calcium chloride vial revealed that the particulate matter inside the needle syringe was of similar color, texture and shape as a missing segment from the calcium chloride vial stopper puncture site. The reported condition was verified for the three received devices. The cause of the condition was not determined. A batch review was conducted for both reported lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that there was particulate matter in the syringe of five floseal hemostatic matrix kits. This was noted after inserting the thrombin solution into the syringes. No patients were involved. No additional information is available.